Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced a high glucose event after eating bread and chips without announcing the meal. A dexcom g7 value of 262 mg/dl was noted with a concurrent fingerstick value of 218 mg/dl. The user performed a calibration and elected to allow the ilet correction algorithm to manage the post-meal glucose elevation. The reported symptom was hyperglycemia. There was no hospitalization, and the event was self-managed with device-guided correction. The investigation included complaint review and user education regarding meal announcement practices and sensor calibration considerations. Review of the case revealed no device malfunction and suggested user-related factors, including a missed meal announcement and reliance on sensor data with a noted disparity between sensor and fingerstick values, as likely contributors to the hyperglycemia. Based on previously established findings for similar reports, user technique and use environment factors were determined to be the most probable causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.